Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient was admitted to the hospital as he collapsed in his house and later in the emergency room, where a heart rhythm (hr) of 40 bpm was noticed due to loss of capture (loc). Reportedly, the patient had been having multiple falls that were attributed to the same reason, a drop in the hr. However, after several evaluations, no issues causing loc could be confirmed with the pacemaker system. Technical services reviewed the case and stated that this issue could be related to a lead dislodgement, although isometrics, postural changes, and x-rays could not confirm this. Subsequently, this pacemaker was explanted, and the right ventricular (rv) lead was surgically abandoned. The physician believed there was some tension in the rv lead that could have caused the loc. This pacemaker is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Baseline testing was performed in this device. However, no failing conditions were found. All the evaluations completed on the device passed or was not applicable. No evidence was found of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient was admitted to the hospital as he collapsed in his house and later in the emergency room, where a heart rhythm (hr) of 40 bpm was noticed due to loss of capture (loc). Reportedly, the patient had been having multiple falls that were attributed to the same reason, a drop in the hr. However, after several evaluations, no issues causing loc could be confirmed with the pacemaker system. Technical services reviewed the case and stated that this issue could be related to a lead dislodgement, although isometrics, postural changes, and x-rays could not confirm this. Subsequently, this pacemaker was explanted, and the right ventricular (rv) lead was surgically abandoned. The physician believed there was some tension in the rv lead that could have caused the loc. This pacemaker was returned for analysis and no additional adverse patient effects were reported.